Manufacturer narrative:
The probe was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was confirmed. The returned probe has impact marks at the back end causing fit issues with the mating tracker. Eval code method is associated with this analysis; eval codes result are associated with this analysis; eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was a connection failure with the navlock this was found during the inspection. No patient was present at the time of the event.